Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. The field service engineer (fse) was able to verify the reported problem. The fse replaced the touch screen to address the reported problem.

Event description:
The customer reported that the touch screen is unresponsive. The customer reported that the unit was not in use on patient. Event date not specified, estimate used.

Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 04may2019. The touch screen was received for evaluation. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. The touch screen assembly was installed in the failure investigation (fi) test ventilator in an attempt to duplicate the reported problem. The test ventilator powered up from alternating current and deliver breaths. The alternating current light emitting diode (led) indicator turned on. The touch screen responded to touch command. The touch screen was calibrated and passed. The ventilator operated for one hour without failures. Executing the power on self-test 25 times did not generate any failures. Resistance measurements were at the specification ohms. The touchscreen assembly failure investigation identified no failures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.